Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011603, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011603". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011603 was manufactured according to the work instruction (wi) version 100 and manufactured in the machine multivac 14 on 11/feb/2025, with a total of (B)(4) units. Glue-connector lot: the lot 5a04045 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 07/feb/2025, with a total of (B)(4) units. The lot 5a04014 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 06/feb/2025, with a total of (B)(4) units. The lot 5a04016 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 08/feb/2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: two extended was raised during the process unrelated to the malfunction reported, therefore, no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.